Manufacturer narrative:
H11: additional information was received during follow up, and the file was reassessed for reportability. The reported break was clarified to refer to a button detaching and was determined to be no longer reportable. As an initial MDR had already been submitted, the file will remain assessed as a malfunction. B5, g3, h6 (component). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the marquee instrument. During the procedure, after 4¿5 attempts, the button fell off. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the marquee instrument. During the procedure, the needle was broken, and after 4¿5 attempts, the button fell off. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.